Manufacturer narrative:
Attempted to contact the customer and got no response. Device was not available for inspection.

Event description:
I bought the item from amazon but it's now broken in less than 2 months. My mom fell and hurt her knee.